Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the planned procedures was performed when the issue happened. The procedures were rescheduled. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. After reviewing the log, it revealed a generator error. To resolve the problem, onsite visit, fse replaced the inverter module (point evr) of the rx generator. After replacing the point evr, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was giving a generator error which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.